Manufacturer narrative:
DHR review was completed. Part number: 04.027.057s synthes lot number: l250987 release to warehouse date: 07.jan.2017 expiry date: 01.dec.2026 manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: we have received the part for investigation. Upon visual inspection of the complaint device it can be seen that the surface is showing signs of usage and as well some color fading from use, and on the tip one (1) of the four (4) lips are showing some damaged. Furthermore the received part has some deformation on the distal end. DHR review showed no issues. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. During investigation a functional test was performed, the blade haven¿t passed the functional test, as it could get closed totally based on the deformation on the distal end. As the blade is not fully functional, the complaint is confirmed. Unfortunately we are not able to determine the exact reason for this occurrence, but, it is likely that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. No corrective action required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the proximal femoral nail antirotation-ii (pfna-ii) surgery performed on (B)(6) 2017, reported pfna-ii blades could not be locked because the desired compression which is supposed to be achieved has not been achieved. This report is for one (1) pfna-ii blade l110 tan. This is report 2 of 2 for complaint (B)(4).